Event description:
Patient contacted dexcom to report an allergic reaction.

Manufacturer narrative:
The patient called to report that around the base of the sensor she is having a reaction. The patient states that it is not near the insertion or adhesive site. However, it is at the base of the sensor. She stated that she has not called prior to this because it was not that bad. She said it started to get progressively worse in (B)(6) 2013. Discussion/resolution: her abdomen is red/inflamed in the previously stated area and there are holes in her skin. It has not been inserted into scar tissue and she has no tattoos. She stated that there is no physical marking or scarring. It will heal within a week to ten days. The patient is stated as being fine as of now. No additional information at this time.